Manufacturer narrative:
Per -4277 final report, additional information, including post primary x-rays, operative notes, whether the patient experienced any slips / trips or other trauma post primary surgery, whether the patient followed correct post-op protocol, patient medical history and an update on the patient post revision was requested in order to progress with the investigation of this event, however, it has been confirmed that this information could not be provided. It has been stated that the explanted devices can be returned for examination. The appropriate device details were been provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. It has been reported that the patient experienced a fall post primary surgery which could possibly have contributed to this event. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ecima liner and ceramic head after approximately 6 months due to dislocation.

Manufacturer narrative:
Per - (B)(4) initial report. Additional information, including post primary x-rays, operative notes, whether the patient experienced any slips / trips or other trauma post primary surgery, whether the patient followed correct post-op protocol, patient medical history and an update on the patient post revision was requested in order to progress with the investigation of this event, however, it has been confirmed that this information could not be provided. It has been stated that the explanted devices can be returned for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ecima liner and ceramic head after approximately 6 months due to dislocation.